Event description:
Additional information: it was later reported that the patient was not elevated on the transplant list secondary to any device or therapy related issues. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), (B)(6), did not reveal any findings that would have contributed to a functional issue. It was reported that the patient underwent a routine heart transplant. (B)(6) was returned with the pump cable severed approximately 8.5¿ from the pump header. The distal portion of the pump cable was returned with the modular cable properly attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief was returned engaged to the graft attachment. The apical cuff was returned properly engaged with the cuff lock. The pump appeared to have been exposed to a fixative agent (e.g., formalin) prior to being returned to abbott for evaluation. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-027885 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Although no adverse events were reported, section 1 of the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a heart transplant. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.